Event description:
The customer reported that the unit will not turn on. The 9 volt battery is ok. The customer tried a different battery and unit has a code '7333'. The battery pack is still within its expiration date of 2026-01-30. This event did not occur during patient use.

Manufacturer narrative:
Analysis of the DHR showed the device in question was manufactured on 4/20/2020 and the battery pack in question was installed 10/09/2020. Communication with the customer did not identify a cause for the depleted battery pack and showed the AED operated as designed and attempted to notify the user of the low battery status. The investigation into the battery pack associated with this complaint did not identify a cause for the depleted battery pack. Troubleshooting of the AED identified that the AED is functioning as designed with the new battery pack and can stay in service. The IFU states: "improper maintenance can cause the ddu-100 series AED not to function. Maintain the ddu-100 series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts; do not take the unit apart." Should additional information become available a follow-up MDR shall be submitted. Service code does not pose a patient safety risk and no new field trends detected.